Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was noted for high thresholds on the right ventricular (rv) lead. Interrogation was performed. The lead remains in use. No patient complications have been reported as a result of this event.